Event description:
Healthcare professional reported a left side rupture, capsular contracture grade 2, "hole, non-specific observed during surgery". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device involved is non-abbvie.